Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "sub-vastus approach is more effective than a medial parapatellar approach in primary total knee arthroplasty: a randomized controlled trial". Literature article "sub-vastus approach is more effective than a medial parapatellar approach in primary total knee arthroplasty: a randomized controlled trial" (2009) by stephen a. Bridgman, gayle walley, gilbert mackenzie, darren clement, david griffiths, and nicola maffulli published by the knee doi:10.1016/j.knee.2008.11.012 was reviewed for mdv reportability. The article purpose: to assess the differences in patient outcomes between the medial parapatellar approach and the sub-vastus surgical approach. The article reports: the authors utilized a prospective single-centre longitudinal randomized controlled trial 116 patients were allocated to the sub-vastus approach, and 115 to the medial parapatellar approach. The authors conclude that the sub-vastus procedure had significantly improved patient outcomes as measured by womac global and pain scores, sf36 physical function, role-physical scores, euroqol utility, and pain scores. These measurements were taken at five main time-points, namely on hospital admission prior to surgery, in hospital one-week post-operatively or at home if already discharged, and in the clinic at six weeks, 12 weeks, and one year following surgery. The only reported downside to the sub-vastus approach reported is a decrease in ease of exposure for the surgeons conducted the operation. Depuy products involved: lcs mb prosthesis. Complications: one death 1-day post surgery, four joint infections, two deep incisional infections, 5 knees underwent manipulation for stiffness, one patient had patellar dislocation, four patients had pulmonary embolus, one confirmed deep vein thrombosis (another was unconfirmed, but suspected). The patella was replaced in 17 out of the 231 patients although it is not indicated in which patients this was done. Cement usage was not discussed.